Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the tip of the thoracic probe broke off on the patient. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.